Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report the customer had not yet taken action to address the bg level. The customer was unable to finish troubleshooting with tandem technical support but was provided with information to reset the pump to resolve the issue.